Event description:
The customer observed false nonreactive architect hbsag result a 70yrs old male patient with history of hepatitis b. The results provided were: initial=0.04 iu/ml (<0.05 iu/ml=nonreactive) /redrawn and repeated=0.03 iu/ml /on roche=0.98 s/co (cut off=1.00). There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag results included a search for similar complaints, and review of the complaint text, trending data, labelling, device history records and specificity testing of architect hbsag, reagent lot 77412fz01. Review of all the information provided by the customer was reviewed. Review of tracking and trending for the architect hbsag assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 77412fz01. Clinical sensitivity testing was performed using an in-house retained kit of lot 77412fz01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect hbsag, reagent lot 77412fz01.

Event description:
The customer observed false nonreactive architect hbsag result on one 70 yrs old male patient with history of hepatitis b. The results provided were: initial=0.04 iu/ml (<0.05 iu/ml=nonreactive) /redrawn and repeated=0.03 iu/ml /on roche=0.98 s/co (cut off=1.00). There was no reported impact to patient management.